Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 75% stenosed target lesion was located in the moderately tortuous and mildly calcified mid right coronary artery (rca). After intravascular ultrasound (ivus) was performed, a 3.00 x 32 synergy drug-eluting stent was advanced to treat the lesion. The stent was deployed at 9 atmospheres; however, post deployment, on the second inflation of the balloon at 12 atmospheres for 10 seconds, the balloon ruptured. The device was completely removed from the patient's body and the procedure was completed with a different device. No patient complications were reported and the patient's status was good.